Event description:
It was reported that following a replacement surgery, the patient had redness and swelling at the implant site. It was also reported that the connector head of the patient's lead was also fractured during tunneling, on (B)(6) 2012. A revision was scheduled for (B)(6) or (B)(6). It was noted that the extension and generator were still in place. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that a lead revision took place on (B)(6)-2012. If additional information becomes available, a follow-up report will be sent.